Event description:
The customer reported that the lemo receptacle was damaged and there was poor image quality.

Manufacturer narrative:
The ge service rep replaced the lemo receptacle. No patient injury was reported.